Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly which resulted in the pump shutting off. The customer¿s blood glucose (bg) ranged between approximately 499-515 mg/dl. Reportedly, the customer administered a manual injection to address bg and continued to use manual injections for insulin therapy.